Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated that he has not used the new meter. Customer stated that he is aware of the reason his blood sugar was high. Since initial call, his blood sugar has decreased to normal expected levels.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results obtained of 267, 298, 279 and 276 mg/dl. Customer was also comparing the truemetrix meter with another device; actual meter to meter comparison results were not provided. The customer¿s expected fasting blood glucose test result range is 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer fasting and produced test result of 294 mg/dl using truemetrix meter. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 08/19/2021 and test strips were opened three days ago. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
Sections with additional information as of 26-jun-2020: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.